Event description:
The user facility reported that the angio-seal did not deploy correctly. Once the anchor setting step was complete the device pulled straight out of artery without deploying. Manual pressure was held, and the patient condition was stable. Additional information was received on 22 jun 2022: the procedure performed for the patient, prior to using the closure device was a lower extremity angio. A 6fr procedural sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
Occupation - registered technologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6 - investigation conclusion - code 19 is based upon the evaluation of user facility information and the investigation of the returned sample; code 67 is based upon the device being unopened. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and an unopened carrier tube. The device was visually inspected and appeared to have been in unused condition with minimal sign of blood. The locator and hemostasis sheath were inspected, and no damage or issues with the components were identified. The carrier tube was found to have been unopened. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. Based on the available information, it appears that the device may have been used improperly which resulted in the reported issue; however, this was unable to be confirmed and a likely cause for the issue could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).